Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was representative sample in its original sealed packaging. The actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned representative sample revealed that the packaging tray was damaged near the front end of the stapler. CAPA 387 was opened by the manufacturing site to further investigate this issue. Root cause is identified in a previously opened CAPA. The stapler was returned with 40 staples remaining in the cover block, the staples appeared to be properly aligned. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 35 staples were all able to engage and close into the skin pad. No other defects were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. An unopened representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".